Event description:
It was reported that the m51psemiblue is getting a code that shows the controller needs to be replaced. Dealer states the chair was losing power when going up an incline and stopping intermittently.